Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be submitted in a supplemental report.

Event description:
It was reported that, "cup revision of an old pca cup that was loose. Approximately 18 years since first implanted."